Manufacturer narrative:
Device history record review shows the probe returned is not from the lot originally reported. Serial number of probe returned shows probe is from lot #17394. Multiple attempts made to collect patient information. To date no information received. Device evaluation confirmed the reported issue. The most probable cause for the issue is a clog within the probe.

Event description:
After the first freeze cycle, one of the probes would not re-freeze. A full flush of helium was done. Same issue, probe would not re-freeze. Endocare rep said to switch to another probe as the second try at helium flush did not work. A replacement probe was opened and used for final freeze and thaw.